Event description:
Narrative from staff: as the staff in a room was counting, they found that the pack being used had a pack of raytec sponges that had the wrong amount, 9 instead of 10. These sponges where passed off and another pack of raytecs was opened. No patient harm, no delay.